Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 08/02/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria. No deficiency has been identified for ctni cartridge lot l18046.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a patient. There was no patient information at the time of this report. Return product is not available. Date: (B)(6) 2018, method: I-stat, result: 0.00, time: 14:08; 07/06/2018, I-stat, 0.37, 14:41. The customer states that the patient was treated on the beckman results (unk). Per I-stat system manual: art: (B)(6) reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to (B)(6)% range of results), reference range: 0.00 - 0.08 (represents the 0 to (B)(6)% range of results). There are no injuries associated with this event. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. On (B)(6) 2018 and after multiple attempts to obtain information, the customer provided patient results. The customer states that the patient was treated on beckman results. However, the results were not provided.